Manufacturer narrative:
Pump was received with motion sensor test failure alarm and motor error alarm during rewind. Problem isolated to mother board. Motor passed motor test. Unit had missing address/serial number label. Unit had cracked display window corner, scratched lcd window, broken reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.